Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the mated hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been cut between the latches and consistent with bailout method. The device was returned in the fully rear-locked position. The anchor, collagen, and tamper tube were not returned. No other signs of damage or deformation to the device were identified. The hemostasis sheath was also returned, and no damage to the component was identified. The device cap was removed, and the hub of the carrier tube was separated from the device. There were no turns of the suture present within the suture wind disk. The complaint cannot be confirmed for the alleged issues of advancing the carrier tube assembly into the sheath. The device was consistent with deployment and no issues with locking were found. The exact root cause cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal device was inserted into the insertion sheath, the device could not be locked to the insertion sheath. The device was pushed harder, but the device behaved like it was going to be bent. The physician therefore decided to remove the entire device. However, the device was removed, but the suture, collagen sponge and anchor could not be removed from the patient. Manual compression was applied to achieve hemostasis, and hemostasis was successfully achieved by manual compression. Ultrasound showed something high brightness in the subcutaneous tissue outside the artery, and the physician determined that it should probably be the anchor. Since the anchor was made of bioabsorbable material, the anchor was not removed immediately and would be followed-up. Estimated blood loss was less than 250cc's. The patient recovered. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. Pre-deployment angiogram was performed. Manual compression was applied. This was a left femoral artery puncture. An ultrasound was performed to locate the anchor. Patient was recovering. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 04october2021: it is thought that the suture, collagen, and anchor remain outside the artery in the patient. Since the suture, collagen and anchor were left outside the artery, we consider that the health damage is not serious.